Event description:
Revision left knee. Reason for revision distal condyle fracture.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stryker femur. An evaluation of the device cannot be performed as the device and additional information were not made available to the manufacturer due to hospital policy. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.